Event description:
It was reported that a sheath break occurred. The patient presented with aortic valve stenosis and mildly tortuous anatomy. An isleeve 14f was inserted transfemorally. Resistance was felt during insertion of the catheter. The isleeve was removed and it was found to have a 5-6cm seam break in the middle of the introducer. The tip and proximal parts were not damaged. A new introducer was used to complete the procedure. The patient was stable and in good hemodynamic condition.